Manufacturer narrative:
The investigation was reviewed and completed based on the information provided by the user facility. The user facility reported that a secondary confirmation method had been used and "kub said it was in stomach. Facility began to feed the lung". Additionally, the user facility reported the "user that placed tube wasn't trained." Per warnings in cortrak 2 eas operator's manual, "only qualified clinicians trained according to avanos cortrak 2 training should use the cortrak 2 as an aid in the placement of compatible avanos cortrak 2 feeding tubes. Clinical personnel must receive appropriate training combined with hands-on experience prior to clinical use of the cortrak 2." Additionally, in cortrak 2 operating and troubleshooting tips, it states at the top of each page "only use cortrak 2 if trained." Per cortrak 2 quick reference guide, it states at the top of each page "only use cortrak 2 if trained" and in the warnings section states "only clinicians trained according to avanos training should use the cortrak 2." Therefore, since user performed secondary confirmation methods per their institution protocol and said device was okay to use and that the placement procedure was performed by someone not trained on cortrak 2 eas (against multiple warnings in multiple instructions for use); the root cause of this incident was determined to be "user: inappropriate use" error. All information reasonably known as of 13-jul-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the facility experienced a cortrak lung placement. A kidney, ureter, and bladder (kub) x-ray was performed (kub) and noted the device was in the patient's stomach. The facility began to feed into the patient's lung.

Manufacturer narrative:
H6/health effect - clinical code: lung placement the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 13-jun-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : the device was not returned.